Event description:
A customer reported to beckman coulter inc. (Bec) that they received two wash buffer ii cubetainers that were leaking. There was no report of injury in connection to this event.

Manufacturer narrative:
From the information supplied, the amount of leakage could not be determined. No root cause was determined for this event.